Manufacturer narrative:
The customer stated that the original sample was tested at another laboratory on an e411 analyzer and on a toso analyzer. The customer stated that they received the same results when the sample was repeated at the other laboratory. No specific data was provided. It was stated no medication has been administered.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that they received questionable high results for a total of three patient samples tested for intact human chorionic gonadotropin + the ss-subunit (hcgb). The patients were said to be on day three of their cycle and were bleeding heavily. Of the three samples, one was found to have an erroneous result for hcgb. It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The sample initially resulted as 50.7 miu/ml. The sample was repeated and resulted as 75.05 miu/ml. The field service representative determined that the photomultiplier tube voltage was high. He adjusted the voltage. He ran performance testing, calibration, and quality controls; all checked good. After the service actions were performed, the customer loaded fresh reagent and calibrated. After doing this, the sample was repeated, resulting as 90 miu/ml on (B)(6) 2015. The result from (B)(6) 2015 was believed to be correct. Another sample was collected from the patient on (B)(6) 2015 and this sample was said to be negative. The patient was not adversely affected. The hcgb reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. The data suggests that the samples measured on (B)(6) 2015 were possibly contaminated. A general reagent issue is not likely.